Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 375 mg/dl at the time of incident. The current blood glucose was 375 mg/dl, and 217 mg/dl. Customer treated with syringe. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The device will not return for the analysis.